Event description:
Olympus was informed that at the start of the turbt procedure, the physician pressed the foot switch to activate the high frequency output, however, the high frequency output was not activated. The physician stopped and rescheduled the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. Olympus already confirmed the subject ues-40, which was reported in previous MDR as a suspect medical device in this event, worked properly. However, the foot switch (B)(4) which was used in this event as a combination device with the ues-40 broke down, so that olympus attributed the cause of this phenomenon to the malfunction of the foot switch. The foot switch malfunction was most likely related to external physical damages because there were many exterior painting peelings in the foot switch.

Manufacturer narrative:
The referenced ues-40s was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the ues-40s and found that it had no abnormality. However, the foot switch used in conjunction with the ues-40s was broken down and there was damage of the exterior. Olympus attributed this phenomenon to inappropriate handling of the device by the user. The ues-40s instruction manual states the notice for handling of the device. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.